Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl.  The customer treated with insulin.  Customer indicated that their doctor has been contacted and their blood glucose value was 360mg/dl at the time of the call. The customer experienced no symptoms. Troubleshooting was performed and found that the site was last changed 1 day ago and the drive support cap appeared normal. It was also found that the pump alarmed no delivery.   Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The device had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.